Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer requested service due to port 1 and 2 did not work, port 4 had a defective mirror, a connector was broken, and the maximum number of cuts were decreased. The timing of the events are unknown. Additional information has been requested, but none has been received.

Manufacturer narrative:
The company representative did not indicate finding any issues with the reported events of illuminator port 4 had a defective mirror, maximum number of cuts decreased to 1200 cpm and the connector is broken. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 6, 2011. Based on qa assessment, the product met specifications at the time of release. Based on the results of this investigation, the illuminator ports 1 and 2 were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the reported event of illuminator port 4 has a defective mirror cannot be determined conclusively. The root cause of the reported event of maximum number of cuts decreased to 1200 cpm cannot be determined conclusively. The root cause of the reported event of connector is broken cannot be determined conclusively. (B)(4).

Event description:
Additional information provided indicated all surgeries were completed without patient harm.